Event description:
It was reported that during a supply change the patient¿s sister connected the connector to the ilet and then attached the tubing, after which the agent instructed the patient to replace the connector and infusion set and restart the supply change process; the infusion set lot was 6013785, connector 36391, and the cartridge was pre-filled, aligning with a use-of-device problem involving the supply change sequence. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and implicated user interaction with the device during the supply change process. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.